Event description:
It was reported that high capture threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.